Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the reported pseudoaneurysm could not be determined. Although the exact cause of the pseudoaneurysm cannot be confirmed, procedural factors in addition to patient vascular factors (not provided) may have contributed to the post procedure event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the japanese tavr registry, a 23mm sapien 3 valve was deployed in the aortic annulus via transfemoral approach (unknown if right or left side). On post-operative day (pod) 4, a hematoma was noted at the access site and a pseudoaneurysm was noted at the right groin. On pod 7, the patient has a repair of their pseudoaneurysm. Due to the increased fluid volume with noted blood transfusions, it was reported the patient experienced worsening cardiac and renal failure requiring dialysis. The patient was discharged approximately 2 months after the procedure. A prolonged hospitalization was required.